Event description:
Additional information received indicated patient had the lead explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient fell and afterwards was unable to attain effective stimulation. Diagnostics indicated high impedance readings on multiple lead contacts. X-rays indicated a visible fracture of one of the two lead tails. Patient is slated to undergo surgical intervention to address the issue at a later date.